Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00458.

Event description:
It was reported that during the procedure the threads of two closure tops were damaged. They were removed and replaced with alternates to complete the case. There were no reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
(B)(4). D11 - medical product: catalog #: 3301-1, sequoia closure top, lot # aax. Reported event was considered confirmed from the visual inspection which reveals a worn hex and that the threads have been stripped. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. As this failure is regularly occurring with known causes and impacts, a more thorough investigation has been documented. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.